Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(4) (system 1), is related to case with patient identifier (B)(4) (system 2).

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 359 mg/dl (system 1) and 108 mg/dl (system 2). A separate occasion on an unknown date, the customer received the following results, with two different aviva meters, within 10 minutes: 459 mg/dl (system 1) and 111 mg/dl (system 2). No adverse event reported. Return of the suspect device was requested for evaluation.